Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. 6 years or more have passed since the device was manufactured, and it is assumed that the connector lock and pins of the receptacle unit were worn out due to repeated use for a long period of time, resulting in failure. As a result, the electrical contact of the connector becomes unstable, it interferes with the image transmission between the scope and the video processor, it is assumed that the flickering of the image occurred. It is also possible that the flickering of the image occurred due to corrosion of the connector caused by the user or by leaving foreign matter such as dust, dirt, or remainder of the chemical liquid adhered to the connector. Six years or more have passed since the device was delivered, and it is assumed that ap/dp board failed due to aging of components on the board or accidental failure of components on the board due to repeated use for a long period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
On december 21, 2020, the olympus field service engineer (fse) visited the user facility to investigate the reported "intermittent image". The fse was able to duplicate the intermittent image (black endoscopy image) and the cause was determined to be the with the subject video system. The video system will be returned to the service center for further evaluation. To date, the video system has not ben returned. The device was purchased on (november 11, 2014 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse manager reported the user facility is having intermittent image issues with the evis exera iii video system in which the image will cut out intermittently. The image issue seems to be exacerbated by movement. The image issue would occur then the scope and video scope cable need to be manipulated until the image returns to proceed. They have completed both therapeutic and diagnostic procedures. No patient injury or harm was reported.